Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that the device reached elective replacement indicator (eri) and a battery longevity anomaly was suspected. No intervention has been performed, the device remains implanted and will continue to be monitored. The patient was in stable condition.

Manufacturer narrative:
The device image showed that eri flag was triggered while battery voltage was still above eri. There was evidence from the device image that auto-capture feature was enabled and operated in high output mode at times. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and falsely triggered the eri flag. Analysis performed did not find any anomaly other than battery voltage at eri level. A longevity assessment was performed, device¿s implanted duration exceeded projected longevity and is considered normal battery depletion. The customer complaint of battery longevity anomaly was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received indicating the device was explanted to resolve the event and the patient was in stable condition.